Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the sparse information, it was not possible to determine the exact root cause of this event. As per IFU endoleak is a known potential adverse event and may, among others, be due to: use of proximal component without the distal component. Anatomical limitations, including, but not limited to, circumferential thrombus and/or calcification at fixation sites, short fixation sites (<20 mm). Less than 2 stents overlap between devices. Inappropriate sizing outside of the IFU sizing guide. None of these factors can be excluded without imaging available. Additional endovascular interventions or conversion to standard open surgical repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length and/or endoleak. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) female patient underwent repair of an aorta dissection with zteg-2pt-40-30-205-pf ((B)(4)), esbe-30-80-t-pf-d ((B)(4)) and gzsd-36-164-2 ((B)(4)). On (B)(6) 2016: 1 year follow-up CT angio confirmed enlargement of the false lumen in thoracic region compared with post surgery (post surgery :11.3 mm --> 1y: 22.9 mm). Patient outcome: unknown as information was not provided.